Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total gastrectomy on (B)(6) 2011 and a drain was placed. During the procedure, the surgeon had difficulty removing the trocar cap because it was tight. Eventually the surgeon was able to remove the cap. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.